Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the reported meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a reading outside of his adc meter's assay range. A customer reported that at 5:00 pm on (B)(6) 2017 he was ¿feeling very low, lightheaded, had to lie down, throwing up and vomiting.¿ the customer tested with his adc meter with a reported result of 17 mg/dl. The customer then self-administered 1 unit of glucagon ¿because his sugar was very low¿. At 6:00 pm the customer went to the hospital where he was ¿given fluids, medicines to raise his blood sugar up, sugar tablets, lasix pills, IV, antibiotics, nausea and pain medications¿. The customer reported he was told to check his blood sugar every 4 hours and to try to eat. No diagnosis was reported as the customer declined to provide further details regarding the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the freedom lite meter was reviewed and the DHR showed the freedom lite meter passed all tests prior to release. A tripped trend review was completed and showed no trips were observed for the reported complaint and freestyle freedom lite meters. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a reading outside of his adc meter's assay range. A customer reported that at 5:00 pm on (B)(6) 2017 he was ¿feeling very low, lightheaded, had to lie down, throwing up and vomiting.¿ the customer tested with his adc meter with a reported result of 17 mg/dl. The customer then self-administered 1 unit of glucagon ¿because his sugar was very low¿. At 6:00 pm the customer went to the hospital where he was ¿given fluids, medicines to raise his blood sugar up, sugar tablets, lasix pills, IV, antibiotics, nausea and pain medications¿. The customer reported he was told to check his blood sugar every 4 hours and to try to eat. No diagnosis was reported as the customer declined to provide further details regarding the medical event. There was no report of death or permanent injury associated with this event.